Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 200 mg/dl at the time of incident and current blood glucose level was 193 mg/dl. The customer was treated with manual injection and insulin pump for high blood glucose level. The customer reported that the drive support cap was appeared to be normal. The customer alleged insulin pump was under delivering as the customer had to bolus for two to three times. The customer performed high pressure test and insulin pump alarmed no delivery alarm and the customer checked bolus history and found that it did not show any bolus history. The insulin pump will not be returned for analysis.